Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Foreign body- swallowed toothbrush head [foreign body in gastrointestinal tract] choking [choking]. Swallowed toothbrush head, swallow the tip with the brushes and plastic attached [exposure via ingestion] pain [pain]. Head of toothbrush disconnected whilst washing teeth; circular bit, completely broke off, the actual design, broke off [device breakage]. Case description: consumer e-mailed stating brush head disconnected whilst washing his teeth. No serious injury was reported. Follow-up: consumer stated the circular bit, completely broke off, the actual design, broke off. No serious injury was reported.